Event description:
Caller reported a malfunction on the pump, displaying a malfunction code and fault ID. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer will continue to use current pump for insulin therapy.